Event description:
It was reported that there was a stored episode on this cardiac resynchronization therapy defibrillator (crt-d) device which exhibited myopotential noise which was oversensed resulting in pacing inhibition with asystole of up to 2.8 seconds observed. A boston scientific representative contacted boston scientific technical services (ts) on behalf of a physician to ask why there was pacing inhibition. Ts noted it could have been myopotential noise caused by the patient bearing down. Ts provided guidance that they could measure the signal amplitude on a programmer and perhaps adjust sensitivity programming. It was noted there were no other stored episodes with this appearance. The device remains in-service. No patient symptoms or adverse patient effects were reported.